Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event description: customer stated, "the half of the catheter broke off in the customer; however, it was removed by the nurse. The catheter broke off when the nurse was attempting to attach an extension set. No patient injury.

Manufacturer narrative:
(B)(4). Investigation results: received 1 used (contaminated with blood) capillary hub of introcan safety g20 without packaging. We also received an extension set which connected to the returned capillary hub. Cannula hub and protective cap were not returned for investigation. Visually inspected the returned sample and found the capillary was broken into two pieces. The length of the capillary was measured from the hub at 14.02mm. The full length by joining the broken off piece confirmed product is a g20/32mm. The broken capillary shows a clean bevel cut. Such a defect does not appear to be attributed by manufacturing process as it will be detected and rejected by the vision system at both cal and ecm machine. Observation shows a clean bevel at the broken area, consistent with re-insertion of cannula. Conclusion: as this is a used sample and the item and lot number were reported as unknown, further investigation of the complaint is not possible and no specific conclusion could be drawn as to the cause of the reported event. This complaint is not justified. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.